Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 370 mg/dl with increased thirst and urination associated with a recurring loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The pump had reportedly emitted multiple loss of prime warnings with multiple cartridges from different boxes since (B)(6) 2015. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/11/2015 with the following findings: a review of the black box showed loss of prime warnings. The black box indicated a loss of prime on (B)(6) 2015 at 06:07, and deliveries were resumed at 07:34. The pump powered on normally and successfully completed a rewind, load, and prime sequence. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the force sensor was out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.